Event description:
It was reported that the sheath was inserted peroperatively on the (B) (6) 2009 in anaesthetics dept. Pt returned to ICU post operatively and a crack was noted by nursing staff on the (B) (6) 2009. They attempted to aspirate the sheath and air was obtained. Tegaderm was placed over the crack. No adverse pt event, but potential as embolus noted. Intensivist notified and sheath removed. F/u indicated that the blue plastic part of the catheter cracked, between the side arm of the sheath and the white part that sits in the skin, where the backflow valve is housed. Tegaderm is a clear waterproof/sterile dressing.

Manufacturer narrative:
Device not returned.